Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on 9/11/2017 with blood glucose of 800 mg/dl and had under delivery of insulin and went into coma. Customer stated blood glucose was real high well over 200mg/dl and started going up. Customer¿s current blood glucose is 44mg/dl. The customer experienced symptoms such as nausea and vomiting, confused and did not answer questions. Cause of hospitalization per healthcare professional was hyperglycemia, diabetic ketoacidosis. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.